Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for an alleged calibration not accepted, change sensor anomaly, possible under delivery anomaly, visit to emergency room and was hospitalized for high bgs found on (B)(6) 2023 (per ss event date). However, as per customer's note: customer returned pump for an alleged calibration not accepted, change sensor anomaly, possible under delivery anomaly, visit to emergency room and was hospitalized for high bgs found on (B)(6) 2023. On (B)(4). Svn#: (B)(4).- customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm and was hospitalized for high bgs found on (B)(6) 2023. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2023 to (B)(6) 2024. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event date of (B)(6) 2023. There was no data available to verify no delivery alarm/insulin flow blocked alarm and unexpected pump errors/alarms 1 week prior to the event date (B)(6) 2023 in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the ss event date of (B)(6) 2023 and customer event date of (B)(6) 2023 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected occlusions or insulin flow blocked alarm, under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the ss event date of (B)(6) 2023 and customer event date of (B)(6) 2023 in the formatted history file.  Sensorerroralert (801) was recorded and found in the formatted history file on: (B)(6) 2023 00:35:26.000, (B)(6) 2023 18:35:27.000. Lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 16:47:00.000 ,(B)(6) 2023 19:37:00.000, (B)(6) 2023 19:47:00.000. Lostsensor2alert (781) was recorded and found in the formatted history file on: (B)(6) 2023 20:07:00.000, (B)(6) 2023 20:17:00.000. Sgcalibrationerror (776) was recorded and found in the formatted history file on: (B)(6) 2023 15:18:44.000, (B)(6) 2023 15:28:00.000, (B)(6) 2023 13:17:17.000, (B)(6) 2023 00:10:43.000, (B)(6) 2023 14:03:47.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor error alert, lost sensor alert, sg calibration error, calibration not accepted, change sensor anomaly or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 23:44:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2023 09:15:00.000 (B)(6) 2023 09:25:00.000 replace battery now alarm was recorded and found in the formatted history file on:(B)(6) 2023 09:46:00.000 (B)(6) 2023 09:56:00.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 12:47:41.000 earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 2:13:59 pm. There was no power data available for the date of (B)(6) 2023 and (B)(6) 2023. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm and power loss alarm. No unexpected low battery alert, replace battery alert/replace battery now alarm and power loss alarm noted during the testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for calibration not accepted, change sensor anomaly, possible under delivery anomaly and no delivery alarm/insulin flow blocked alarm were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced a high blood glucose event value of 356 mg/dl and reported a calibration alert. The customer was currently reporting symptoms related to high blood glucose like confusion, and vomiting, and was treated with an intravenous insulin drip as the customer's blood glucose was not coming down and was admitted to the hospital emergency room for treatment. Troubleshooting was performed and since the blood glucose value was not coming down due to under delivery. The pump auto mode/smart guard feature was active at the time of the high blood glucose event. The pump was in use within 48 hours of the high blood glucose event reported. No further patient complications were reported. It was unknown whether the customer will continue to use the device. The insulin pump will be returned for analysis.